Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Investigation revealed that the up arrow button key contact is misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the ok keypad button has been intermittently unresponsive.